Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The device has the distal tip kinked and stretched. The polymer distal tip was detached and it was not returned. No other damage was noted on the device. The overall length and the outer diameter (od) of the distal tip could not be performed due to the device condition. The od of the middle of the device and the od of the proximal section were within specification.

Event description:
It was reported that the radiopaque tip fell off and remained inside the patient. A savion dlvr was selected for a superficial femoral artery (sfa)-popliteal lower leg angiogram procedure. During the procedure, the physician was trying to get through a lesion in the sfa-popliteal, while using a rubicon device, and the wire shredded. The radiopaque tip of the wire fell off and remained inside the patient. They were unable to retrieve the tip of the wire and it is still inside the patient. The case was aborted.

Event description:
It was reported that the radiopaque tip fell off and remained inside the patient. A savion dlvr was selected for a superficial femoral artery (sfa)-popliteal lower leg angiogram procedure. During the procedure, the physician was trying to get through a lesion in the sfa-popliteal, while using a rubicon device, and the wire shredded. The radiopaque tip of the wire fell off and remained inside the patient. They were unable to retrieve the tip of the wire and it is still inside the patient. The case was aborted.